Event description:
A cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer was using manual shots as backup therapy and had the most up-to-date pump software. A replacement pump was sent, and the customer was instructed on how to return the problematic pump and what steps to take with the new one.